Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro was chosen for the treatment of a severely calcified lesion. Struts of stent were broken and twisted in proximal when crossing the lesion. According to the provided pictures the stent was dislodged and could be retrieved.

Manufacturer narrative:
Combination product: yes, the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the delivery system revealed that the balloon is still well folded and shows no signs of inflation. Microscopic inspection of the balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned re-applied to the delivery system. The stent is severely deformed at one end (i.e., crushed). Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.